Event description:
It was reported that patient had a lead revision due to the generator migrating and leads needing to be replaced. The generator migrated laterally toward the arm and began to protrude from the migrated location. During surgery, the surgeon attempted to use the old lead, but surgeon said it deteriorated upon manipulation. Further clarification revealed that the lead deteriorating was referring to lead insulation being worn. Explant facility does not return devices therefore product return is not possible. No other relevant information has been received to date. This MDR houses the report of abraded insulation on the patient's lead. MFR ref #1644487-2022-01031 houses the report of migration and protrusion on the patient's generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.